Event description:
The hcp reported the patient has been experiencing a return of symptoms. At pump refill, the estimated reservoir volume was 3cc and the actual reservoir volume was 15cc. At the previous refill, there was also a volume discrepancy of greater than 25%. A roller study was performed and reported as the roller turned appropriately. The hcp was unable to aspirate from the catheter. A follow up report will be sent when additional information is received.